Event description:
It was reported by the rep the device was used during a laparoscopic hernia. It was reported the stapler wouldn't fire right out of the box. A new ems was opened and it jammed after two staples. A third ems was opened to complete the case. Md is very familiar with the ems. No product is being returned for eval of the problem. There was no consequence to the pt.